Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The lead was tested in clinic with provocative maneuvers with noise able to be produced in a bipolar sensing configuration. An x-ray was completed with lead fracture confirmed. A lead revision is expected at a future date, however currently remains in service. No adverse patient effects were reported.